Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013, to debride skin tissue around the implant site. During the same procedure, a sleeper fixture was placed. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was explanted (B)(6) 2013. There are no plans to reimplant as of the date of this report. Correction: the correct catalog number is 90432; not 92133 as previously reported. This report is filed october 24, 2013.